Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reported issue with the instrument could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the initialization, recognition, and engagement tests. The instrument move intuitively with a full range of motion in all directions on multiple attempts. The jaws opened and closed properly. Review of the procedure logs could not confirm any failures. There was no problem detected. Intuitive followed up and obtained additional information. Issue occurred with surgeon's head inside the console. Drape is not available for return. There was no patient injury. Device was inspected prior to use. There was no damage out of the ordinary.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument turned in the opposite direction. The procedure was completing as planned with no reported injury.